Manufacturer narrative:
Block h2 (additional information): block b5 has been updated based on the additional information received on september 26, 2024. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat internal hemorrhoids performed on (B)(6) 2024. During the procedure, coil could not deploy. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on september 26, 2024 the speedband superview super 7 was used in the rectum during an internal hemorrhoid ligation procedure to treat internal hemorrhoids performed on (B)(6) 2024.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the internal hemorrhoids during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat internal hemorrhoid ligature performed on (B)(6) 2024. During the procedure, coil could not deploy. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat internal hemorrhoids performed on (B)(6) 2024. During the procedure, coil could not deploy. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on september 26, 2024 the speedband superview super 7 was used in the rectum during an internal hemorrhoid ligation procedure to treat internal hemorrhoids performed on (B)(6) 2024.

Manufacturer narrative:
H6: imdrf device code a050501 captures the reportable event of bands unable to deploy. H11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was not returned. Only the handle was returned, and it had marks of the trip wire indicating that it was secured. No problems with the device were noted. The reported event of bands unable to deploy cannot be confirmed since the ligator head was not returned and only the handle assembly was returned for analysis. It is possible that procedural factors such as the physician's technique used during the procedure or the way the device was handled when trying to deploy the bands with the handle caused or contributed to the reported event; however, based on the limited information available and without returned device analysis. Based on the product analysis of the returned device, it did not identify any evidence of either the alleged problem(s), in addition, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event; therefore, the most probable root cause of this complaint is cause not established.